Event description:
Complainant alleged that during inservice training by a zoll sales representative, the device displayed message codes "pacer fault 116" and "defib fault 72". The complainant indicated that there was no patient involvement in the reported failure.